Event description:
During advancement through the patient's anatomy, the tip of the guidewire perforated the vessel resulting in a subarachnoid hemorrhage. There was no treatment administered in response to the event due to the patient's poor condition and limited medications available. It was reported that the patient died. The physician believed that there was no relationship between the reported event and the patient outcome of death because of the patient's severe diabetes and cardiac disease.

Event description:
During advancement through the patient's anatomy, the tip of the guidewire perforated the vessel resulting in a subarachnoid hemorrhage. There was no treatment administered in response to the event due to the patient's poor condition and limited medications available. It was reported that the patient died. The physician believed that there was no relationship between the reported event and the patient outcome of death because of the patient's severe diabetes and cardiac disease.

Manufacturer narrative:
The subject device is not available.

Event description:
During advancement through the patient's anatomy, the tip of the guidewire perforated the vessel resulting in a subarachnoid hemorrhage. There was no treatment administered in response to the event due to the patient's poor condition and limited medications available. It was reported that the patient died. The physician believed that there was no relationship between the reported event and the patient outcome of death because of the patient's severe diabetes and cardiac disease.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation and intracerebral/intracranial hemorrhage are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.